Event description:
Adverse event(s): "astigmatism" (postoperative refraction, unexpected). Product problem(s): "malposition" (malposition of device [iol (intraocular lens) implant]). A surgeon reported that following intraocular lens (iol) implant surgery, the iol was noted to be positioned incorrectly. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).